Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 02/17/2015, electrode belt sn (B)(4): 06/19/2013.

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment event consisting of two shocks prior to passing on (B)(6) 2017. The patient was at home and lost consciousness at the time of the event. Review of downloaded data indicates that prior to the treatment event, the patient was in severe bradycardia degrading to asystole at 20:31:35. The patient was treated at 20:47:54 and at 20:48:19 with a rhythm of CPR artifact during both treatments. CPR artifact contributed to the false detection. The treatments delivered 5 joules, the low energy pulse likely resulted from poor contact between the therapy electrodes and the patient's skin, as CPR was being performed at the time of the treatment. The device was then shutdown, and the patient subsequently passed away. There is no indication at this time that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the inappropriate treatment event. Asystole is considered a non-treatable rhythm.